Event description:
It was reported that during a left colon operation, a 31 mm circular stapler, code cdh31p, was used for the anastomosis. Once the stapler was closed and the safety catch was released, it did not fire. They replaced the battery, thinking it was dead, but it still didn't work. The red trigger didn't work. The procedure was delayed by 20 minutes and completed successfully. They changed to a new stapler. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.